Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). Two used IV sets without packaging and an alcohol cap attached to the distal caresite valve were provided for evaluation. Both sets were visually evaluated and functionally leak tested. It was observed that one set had the luer of the patient connector broken off inside the most proximal caresite valve. The other set passed all internal specifications. Based on the results of the investigation, the reported defect is not a manufacturing defect therefore is not confirmed. Previous engineering testing cited a probable root cause could be alcohol exposure of certain male adapters, which can lead to difficulty removing or breakage of male luer tapers when connected to female luers. Per the IFU, "swab top lad vigorously for 15 seconds with 70% isopropyl alcohol and allow to air dry prior to use." Please note the air drying of the alcohol prior to use.   Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: it was reported that when the secondary set was removed, the caresite "septum" appears to be completely depressed and remains as a large hole when the secondary set is removed. No injury reported. Possible lot numbers provided. Lot 0061757842; expiry date 11/30/2023; production date 12/17/2020; lot 0061755634; expiry date 10/31/2023; production date 11/05/2020; lot 0061755633; expiry date 10/31/2023; production date 11/04/2020; lot 0061759427; expiry date 10/31/2023; production date 11/25/2020; lot 00vl750429; expiry date 08/31/2023; production date 09/07/2020; lot 0061736713; expiry date 05/31/2023; production date 06/12/2020; lot 0061741340; expiry date 06/30/2023; production date 07/24/2020.